Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock due to t wave oversensing. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). This s-ICD remains in service. No adverse patient effects were reported.